Event description:
It was reported by the customer that a pyxis medstation es system encountered an issue where the drawer 4.1 failed to recover. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the failure of the half-height drawer 4.1 was attributed to a defective position sensor. A field service engineer replaced the postion sensor to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.